Event description:
It was reported that the device had failed split nut closed sensor test and failed preventive maintenance issue. There was no patient involvement.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), b17 - device not returned, c20 - no findings available, d15 - cause not established, g07001 - part/component/sub-assembly term not applicable. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had failed split nut closed sensor test and failed preventive maintenance issue. There was no patient involvement.

Event description:
It was reported that the device had failed split nut closed sensor test and failed preventive maintenance issue. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.